Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the display screen had multiple scratches. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
During testing, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.

Event description:
The pump was returned for investigation. Investigation revealed a scratched display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.